Event description:
A silimed tissue expander was implanted in 2008. The upper chamber of this expander deflated (at approx 6 weeks later), and the expander was explanted about 2 days later, and replaced with a new expander. The explanted device was presumably disposed of by the hospital. The deflation was presumably caused by the surgeon missing the port, while trying to inflate the expander and puncturing the expander with a needle.